Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that access site bleeding occurred while obtaining access to the peel away sheath for impella cp implantation. The needle and wire were then removed. Proglide sutures were tightened but the bleeding did not resolve. It was suspected that the bleeding was coming from a crack in the peel away sheath. The peel away sheath was removed, a repo sheath was advanced, and the sutures were tightened to obtain hemostasis. The patient expired.

Manufacturer narrative:
H6 health effect - impact code f26 and health effect - clinical code f2403 was erroneously entered on the initial manufacturer device report number. H11 investigation results was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the patient continued to deteriorate and ultimately expired while on support. The cause of the low pump flow issue was most likely related to patient condition, based on the given clinical details and data log review.